Event description:
It was reported that the pt noticed there was some blood oozing from the line and went to hospital. When the nurse inspected the hemosplit, it was noted that there was a split in the line. This has now been removed and a new one has been in pace. It has been removed and a new one has been in place. It has been insitu since (B)(6) 2012.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revh1268 showed no other similar product complaint(s) from this lot number.